Manufacturer narrative:
(B)(4).

Event description:
A talent and aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm in diameter abdominal aortic aneurysm. It was reported that on a recent follow up CT scan on a proximal type I endoleak was observed. The physician stated that the cause of the proximal type I endoleak was due to disease progression. The physician performed a secondary intervention where the physician coiled the type ia endoleak, the physician stated that the endoleak was resolved. During the intervention the physician noticed a type ib endoleak, the physician elected to implant an iliac limb and the type ib endoleak was resolved. The physician attributed the type ib endoleak due to disease progression and insufficient limb purchase into the iliac artery at the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.